Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a right trans-abdominal/ pre-peritoneal repair of a small incisional/para-umbilical hernia approximately 3x3cm on an unknown date and mesh was used. Almost 2 years post index repair, the patient underwent an additional procedure for a recurrent hernia. The surgeon opined the mesh he used in the original procedure was not large enough and he did not reinforce the entire length of weakness (entire previous incision). He stated that this, added with the failure of the mesh to incorporate, lead to the reoccurrence of the defect. Additional information is not available.